Event description:
It was reported that prior to use it was noted the stent of the 7.0x80mm Absolute Pro self expanding stent system (SES) was out of the sheath but not flowering. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided. Subsequent to the initially filed EMDR and EUMIR reports, additional information was received. Two additional Absolute Pro devices were received with the complaint device. No additional information was able to be provided by the account in regards to the devices. A 6mm x80mm Absolute Pro (Lot # 5042261) was received with the stent implant partially deployed (flowered) 1 centimeter (cm) from the distal end of the sheath. A 6mm x60mm Absolute Pro (Lot # 5012961) was received with the stent implant exposed 0.2 millimeters (mm) from the distal end of the sheath.

Manufacturer narrative:
The device was returned for analysis. Production record and Corrective and Preventative Actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. It was reported that prior to use it was noted the stent of the 7.0x80mm Absolute Pro self expanding stent system (SES) was out of the sheath but not flowering. There was no patient involvement and no clinically significant delay in the procedure. Two additional Absolute Pro devices were received with the complaint device. No additional information was able to be provided by the account in regards to the devices. A 6mm x80mm Absolute Pro (Lot # 5042261) was received with the stent implant partially deployed (flowered) 1 centimeter (cm) from the distal end of the sheath. A 6mm x60mm Absolute Pro (Lot # 5012961) was received with the stent implant exposed 0.2 millimeters (mm) from the distal end of the sheath. Without any additional information available, a conclusive cause for the reported difficulties could not be determined. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices mentioned in B5 will be filed under separate MedWatch reports.